Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one devices. Visual inspection of the product noted the timing was disrupted. The trigger was actuated and the remaining tacks deployed but did not seat properly due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur from rough handling of the product. When the instrument is closed without engaging the anchor bracket posts, a large gap is observed between the cartridge and anvil. Applying external pressure at the fork areas of the instrument to force it together to close causes the separation of the anchor bracket at the posts, similar to the condition of the instrument received. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy procedure, the stapler would not fire. Another device was used without further consequences. There was no patient injury or ill-effects. There was no medical intervention required. There was no unanticipated tissue loss, tissue damage or bleeding. There were no reinforcement material used and no extension to surgical time required. Nothing fell in the surgical cavity. The patient's current status was reported as recovered. The device will be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy procedure, the stapler would not fire. Another device was used without further consequences. There was no patient injury.